Event description:
Boston scientific received information that the patient was taken to the hospital due to ineffective pacing, and external pacing was required. It was not known the reason for ineffective pacing. The device was checked and normal pacing thresholds were seen as well as pacing impedance measurements, and sensing. A memory dump was performed. A boston scientific technical services (ts) personnel will review the memory dump. At this time the device remains implanted. No adverse patient effects were reported. A review of the memory dump noted that the device had no abnormal faults of resets. It was noted that the right ventricular (rv) lead and left ventricular (lv) lead showed occasional high pacing impedance measurements. In addition noise was seen on the rv lead resulting in oversensing and pacing inhibition for three seconds. The patient was pacemaker dependent. In addition noise was seen on the shock channel. In evaluation of the rv lead was discussed. The lead implanted are competitor leads.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.